Event description:
Event description guidant received information that this fineline ii lead was unable to pace due to a possible ventricular infarct. The lead was removed from service and surgically abandoned. An additional lead was implanted without further incident.